Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer explained that the dimension vista 1500 waste lines had been re-routed by the construction company. The lines began to leak, and the construction workers were exposed to the biohazardous fluid when they attempted to address the leak. The cse discovered that the waste lines were not secured adequately and re-secured the waste lines. The operator's guide for dimension vista instruments states, "maintenance of the waste tubing from the instrument to the disposal point is the responsibility of the operator." The cause of the exposure to biohazardous fluid was a leak in the waste lines due to the waste lines being inadequately secured. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Four construction workers were exposed to biohazardous waste from a dimension vista 1500 instrument. The construction workers were wearing gloves, but their arms were exposed to the biohazardous fluid. The construction workers washed their arms and then went to the hospital emergency room for baseline blood testing due to the biohazard exposure. There are no reports of adverse health consequences due to the exposure to biohazardous waste.